Manufacturer narrative:
The complainant indicated that the filter remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that following a vena cava filter placement treatment procedure, delayed filter deployment was experienced. The physician deployed the vena cava filter in the target location in the inferior vena cava. A post-placement cavagram was performed and the physician noted that the filter had not completely opened. The physician waited 24 hours and peformed a repeat study, but the filter was still not completely open. He re-checked the placement 3-4 days later, and the filter had fully opened. It was reported that there were no injuries or complications for the patient. Patient status is reported as "fine." Additional information has been requested regarding this event.